Event description:
It was reported to minimed that the customer experienced hyperglycemia and symptom of confusion. The customer also experienced an insulin flow blocked alarm, prolonged high blood glucose for greater than 4 hours. The customer's blood glucose value at the time of the event was 682 mg/dl. The customer was treated for hyperglycemia with insulin administered by pen with assistance from ambulance personnel. The event involved product mmt-1886. Troubleshooting was performed for the high blood glucose event and the outcome was that pump date and time were confirmed as correct, carelink upload could not be completed due to no internet connection, leaks and air bubbles were discussed but the customer declined to check, site and insulin issues were reviewed, insulin may have been exposed to heat, priming and fill tubing technique showed no findings, no recent programming changes were reported, the customer declined programming review, the 2 high blood glucose rule was explained, the customer was advised to consider changing the insulin, reservoir, and infusion set and to contact the healthcare professional and insulin manufacturer if needed, and the customer was educated not to enter a fake bolus; troubleshooting was not performed for the insulin flow blocked alarm because it was a past event and had resolved. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.